Manufacturer narrative:
An event regarding osteolysis involving an unknown abg shell was reported. The event was not confirmed. Method & results: product evaluation and results: the reported device was not returned however two photographs were provided for review. The photographs show a recently explanted poly liner and shell. There is damage visible to rim of the liner most likely due to explantation damage. There is blood and tissue visible on the liner and shell. Clinician review: a review of the provided medical records by a clinical consultant stated the following comment: I have seen the info for this male patient of unknown age and weight with an abg cup revision due to lysis some 25-years post implantation (implanted 1993). Date of revision was not reported assuming this was late 2018 or early 2019. There is a primary arthroplasty report to document implantation for severe hip dysplasia with bone grafting on both cup and stem side. Two spikes were mounted in the abg cup. No details about revision surgery, only explant photographs to confirm some fibrous tissue pouring through the screw holes although the ingrowth side of the cup was not visible to further confirm this. The liner has explantation damage but no obvious oval wear damage, neither impingement lesions evident. The cup was replaced with a tritanium shell with mdm bearing construct according to the device sheet of the revision, no further info. As such is the cause of lysis not directly evident. Unfortunately, no x-rays were provided to assess cup position, a frequent cause of trouble. Remains the diagnosis of lysis, or at least loosening of the cup. Further assessment of lysis requires a post event x-ray for further analysis. Based upon current information there is no obvious cause for the lysis/loosening around the cup. Poly wear is minimal to absent by just visual analysis but is anyway relatively small given the implantation time of 25-years with quite likely a first generation polyethylene. I presume, there may have been a problem with the incorporation of bone graft, as applied for the hip dysplasia with limited contact between acetabular bone and cup, ultimately leading to graft resorption and cup loosening. If significant poly wear would have been present, we might assume a ¿practical end of service life condition¿ because a 25-year survival is actually quite good for a first generation poly with an average wear rate in the literature of approx 0,15-mm/year which would result in some 7-mm eccentricity of the liner (=average wear x years x 2), which is clearly not present. As such, can the root cause of failure due to lysis not be established based upon current information. X-rays are required to solve this aspect, preferably early post implantation and post event. Product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusions: a review of the provided medical records by a clinical consultant stated the following comment: I have seen the info for this male patient of unknown age and weight with an abg cup revision due to lysis some 25-years post implantation (implanted 1993). Date of revision was not reported assuming this was late 2018 or early 2019. There is a primary arthroplasty report to document implantation for severe hip dysplasia with bone grafting on both cup and stem side. Two spikes were mounted in the abg cup. No details about revision surgery, only explant photographs to confirm some fibrous tissue pouring through the screw holes although the ingrowth side of the cup was not visible to further confirm this. The liner has explantation damage but no obvious oval wear damage, neither impingement lesions evident. The cup was replaced with a tritanium shell with mdm bearing construct according to the device sheet of the revision, no further info. As such is the cause of lysis not directly evident. Unfortunately, no x-rays were provided to assess cup position, a frequent cause of trouble. Remains the diagnosis of lysis, or at least loosening of the cup. Further assessment of lysis requires a post event x-ray for further analysis. Based upon current information there is no obvious cause for the lysis/loosening around the cup. Poly wear is minimal to absent by just visual analysis but is anyway relatively small given the implantation time of 25-years with quite likely a first generation polyethylene. I presume, there may have been a problem with the incorporation of bone graft, as applied for the hip dysplasia with limited contact between acetabular bone and cup, ultimately leading to graft resorption and cup loosening. If significant poly wear would have been present, we might assume a ¿practical end of service life condition¿ because a 25-year survival is actually quite good for a first generation poly with an average wear rate in the literature of approx 0,15-mm/year which would result in some 7-mm eccentricity of the liner (=average wear x years x 2), which is clearly not present. As such, can the root cause of failure due to lysis not be established based upon current information. X-rays are required to solve this aspect, preferably early post implantation and post event. The event itself could not be confirmed and exact cause of the event could not be determined because insufficient information was provided. Further information such as device identification and return, x-rays (early post implantation and post event) operative reports as well as patient history and follow up notes are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Cup revised due to lysis.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Cup revised due to lysis.